Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, the customer¿s experience of tissue entrapment was confirmed based on the event description. Based on the description of the event, it is possible that a finger tissue sweep was not sufficient to discern that tissue was entrapped. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: hysterectomy, bso, usls. Event description: for this case vnotes was performed post hysterectomy as the patient had severe prolapse. The v-path was placed to perform the bso/usls portion of the procedure. Upon laparoscopic entry, the surgeon visualized the right fallopian tube covered by the alexis sheath. The aps present at the case verified that the surgeon did perform a tissue sweep after placing the device and prior to starting the laparoscopic portion of the procedure. The surgeon used laparoscopic graspers to expose the tube. There was no patient injury as a result of entrapment and no further issues throughout the case. The case was successfully completed via vnotes. Summary: vnotes post hyst, tissue entrapment. Additional information provided on 06jan2025 by [name]. There was internal tissue entrapment. Yes, the surgeon performed a tissue sweep before and after rolling down the alexis to check for tissue entrapment. Yes, the tissue sweep was done for both inner and outer ring of (B)(6). The surgeon resolved the issue by using a grasper to get the tube out from underneath the sheath. No, there were no challenges with the patient's anatomy. There was no patient injury caused by tissue entrapment. A grasper was used to get the tube out from underneath the sheath. Intervention: ni. Patient status: there was no patient injury as a result of entrapment and no further issues throughout the case.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: hysterectomy, bso, usls. Event description: for this case vnotes was performed post hysterectomy as the patient had severe prolapse. The v-path was placed to perform the bso/usls portion of the procedure. Upon laparoscopic entry, the surgeon visualized the right fallopian tube covered by the alexis sheath. The aps present at the case verified that the surgeon did perform a tissue sweep after placing the device and prior to starting the laparoscopic portion of the procedure. The surgeon used laparoscopic graspers to expose the tube. There was no patient injury as a result of entrapment and no further issues throughout the case. The case was successfully completed via vnotes. Summary: vnotes post hyst, tissue entrapment. Additional information provided on 06jan2025 by [name]. There was internal tissue entrapment. Yes, the surgeon performed a tissue sweep before and after rolling down the alexis to check for tissue entrapment. Yes, the tissue sweep was done for both inner and outer ring of alexis. The surgeon resolved the issue by using a grasper to get the tube out from underneath the sheath. No, there were no challenges with the patient's anatomy. There was no patient injury caused by tissue entrapment. A grasper was used to get the tube out from underneath the sheath. Intervention: ni. Patient status: there was no patient injury as a result of entrapment and no further issues throughout the case.